Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician inserted the device into the trocar and fired two clips successfully. The third clip failed to load due to a jam. Another ae05ml was used to complete the procedure. Patient is fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1800668 was manufactured on 04/27/2018 a total of 288 pieces. Lot was released on 04/27/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the first clip was out of position in the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load. Another attempt was made and this time a clip was able to properly load and was successfully fired onto over-stressed surgical tubing. The remaining clips were fired, but two of them were unable to properly load. After the last clip was fired, it took three attempts to fire before the indicator clip fired, indicating that it was out of position. The misloading of the clips is an indication that the clips were out of position and stacking on one another. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Three of the remaining clips were unable to properly load due to the clip stacking. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading issue" was confirmed based upon the sample received. One device was returned. The device was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Upon functional inspection, 3 of the clips were unable to properly load into the jaws of the applier. The misloading of these clips is an indication that the clips were out of position and stacking on one another. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the physician inserted the device into the trocar and fired two clips successfully. The third clip failed to load due to a jam. Another ae05ml was used to complete the procedure. Patient is fine.